Event description:
During product service by a baxter service technician, a flo-gard infusion pump was found to have power cord damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of cmplnt-(B)(4). The root cause of the damaged power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent. (B)(4).